Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the main pcb assembly caused the device to prompt 'call service' and to show the service wrench icon. The device would not complete its boot cycle and could not charge and shock defibrillation energy. Physio-control then further evaluated the main pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u8 on the main pcb assembly. The customer declined repair of the device; physio-control will discard the device.

Event description:
The customer returned their device for preventive maintenance. During device evaluation, it was observed that the service wrench icon was shown in the device's readiness display and that the device had logged an event code into the memory. The device would not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device had a service wrench icon in the readiness indicator and that it would not be possible to provide defibrillation therapy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.